Event description:
It was reported by service report that the two fowler gas cylinders were bad and they could not be moved. It is unk if there was pt involvement or if there are adverse consequences to report.